Event description:
A central supply technician removing carts from steam sterilizer received a finger sized second degree burn to his inner forearm when the caster on one of the sterilzer carts malfunctioned or jammed. The event was caused by the cart, an accessory to the device. The technician was seen by the employee health service for examination and treatment. The technician did not lose time from work.

Manufacturer narrative:
The cart involved in the event was not identified or tagged so the actual cart and/or caster could not be evaluated. Casters from similar carts at the same facility are in-process of being returned for evaluation.